Manufacturer narrative:
(B)(6). The customer worked with the rse. A quote for servicing was constructed but the customer cancelled any repairs. No further action at this time.

Event description:
This report is based on information provided by philips remote field service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that during the self-test the system restarted and was configured in english. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.